Manufacturer narrative:
(B)(4). (B)(6). The device was returned and evaluated. A visual inspection was performed with nothing found related to the reported issue. A batch review was conducted with no deviations found related to the reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were no threads inside a minicap. This was noted during use. There was no patient injury or medical intervention associated with this event. No additional information is available.